Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a high leakage current. There was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 6/16/2025. E1: initial reporter zip code; (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported was replicated during the electrical testing. It was found that the grounding wire was damaged on the power cord. The printed circuit board assembly, enclosure, front cover, power cord, pole clamp, reservoir cover, rubber feet, auxiliary seal, and printed circuit board assembly screws were replaced.